Manufacturer narrative:
N/a.

Event description:
The following has been reported: 4/20 biomed reported: "fail set ID: when the pumps turn on, it won't display the button for a secondary infusion until after a compatible set is detected by the set ID. If the set is inserted and there is no option for a secondary infusion that would be consistent with a set ID failure, in those situations its confirmed by running the relevant functional testing (front housing). Patient harm: no. A preliminary review of the logs identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sensor hardware failure (set ID sensor). Upon return, the device started up with only the primary infusion setting available. Reverted unit to test mode and performed set ID admin test, the unit passed. Placed unit in clinical mode and primary and secondary infusion settings are available. The lever boot retaining plate is damaged due to being cracked and will be removed and replaced. The set ID will be removed and replaced due to functioning intermittently.